Event description:
While at work, there was a whistling noise and smoke filled my area. I didn't know what was happening until my back got scorched and someone yelled because they thought there was a fire. I jumped up and realized what occurred and quickly unplugged the pad. My back was red and sore and my co-workers suggested I go to the hospital but I opted to stay at work.